Event description:
During an arthroscopic procedure, the physician utilized an ambient super multivac 50, ifs arthrowand. Post-operative, the physician noted the pt had sustained burns at and around the incision site. Attempts to obtain additional information regarding the pt's condition and the event details is underway.

Manufacturer narrative:
The lot number of the reported device was not available. Without a lot or serial number, no manufacturing or expiration dates can be provided.